Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a procedure to address lead migration (related manufacturer reference number: 3006705815-2020-32162, 3006705815-2020-32161), a significant amount of puss was discovered at the ipg pocket. Surgical intervention took place wherein the system was explanted. Post-operatively, the patient was prescribed oral and IV antibiotics as a precaution.